Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was performing the procedure when he noticed that the instrument's tip cover had become loose from the tip; when he tried to reposition the instrument to adjust it, it broke. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage to the tip cover. There was no problem detected. Cannot verify external event. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue maybe related to customer-induced problems, including misuse of the product and recognition issues. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage. This issue can be resolved by using an alternate instrument to complete the procedure. No additional actions are currently required given that this issue will continue to be tracked per (B)(4) (quality data review meetings).

Event description:
Refer to h11 for follow-up information.